Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 (mg/dl). Juice was consumed and bg levels returned to target level. Reportedly, the customer attributed their traveling and/or pump settings to their low bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.